Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 257 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump esc button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the customer woke up with a low blood glucose of 27 mg/dl and customer's blood glucose reading was 257 mg/dl the night prior to low blood glucose event. Unable to troubleshoot for the low blood glucose issue due to keypad anomaly. No form of treatment was reported. Customer reported that the insulin pump alarmed weak battery. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm or missing segment anomaly noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify weak battery alarm due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained address or serial number label.